Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced and the video controller board was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had washed out images then no images outside a case. No pt injury was reported.